Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: silicone migration, rupture.

Event description:
Healthcare professional reported a left side "signals of rupture intra and extracapsular and multiple siliconomas", "disperse calcifications", "implants with undulated contours" and "intense pain and also body inflammation". Device remains implanted.